Event description:
Medical affairs spoke to the pt on 2/12/2004 and obtained/verified the following info: the pt called lfs alleging the meter was reading inaccurately high. They stated that they compared their meter to their family member's meter, which is an invalid comparison and their meter read higher than family member meter. Pt also reported that they went to their physician's office and compared their meter to their physicians' meter, also an invalid comparison and their meter read lower than the doctors. They did not receive any treatment. The pt performed two control tests with two different vials of test strips, both tests failed high. The meter has been replaced for the pt. The case is being reported as a malfunction medical due to both control solution tests failing. No further info has been reported.